Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, regarding no image, error code b30 and error code e216 it is likely that the phenomena occurred due to handling because after the user was instructed to clean the connector of the scope the issue was resolved. Regarding error code e214, it is unknown if the phenomenon occurred due to a malfunction of the subject device. Regarding the printer not working, it is likely that the phenomenon occurred due to the wrong settings because after the settings of the device were changed, the problem was resolved. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "code: b30 error message: scope communication err contact olympus possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.if the error message appears again, contact olympus. Stop using the endoscope and contact olympus. Code: e216 error message: scope communication err contact olympus possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus. Code: e214 error message: internal buffer err contact olympus. Possible cause: the circuits around the internal buffer is damaged. Solution: stop using the video system center and contact olympus." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power off the cv-190/clv190 , remove the scope, clean the connectors with an alcohol prep pad, allow to dry, connect, and power back on. Tac advised the the customer to power off and connect another scope. Tac concluded that if the error does not return after powering on, then the issue was scope related. Regarding the e214 error, tac instructed the customer to save user/system setting on portable memory, perform system reset, and load user/system settings. Tac mentioned that if the issue persist , the unit will need to be sent in for repair. A follow up was made and the customer confirmed that the issue was resolved. No device will be send in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii video system center displayed a b30, e214, and an e216 errors. In addition, no image was obtained when plugging in the scope. The customer was unsure if the event occurred before or during procedure. There was no patient harm or user injury reported due to the event.